Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had a blank display. According to electrostatic, it cannot recover. The customer's blood glucose level was unknown. No further details given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to open traces lcd driver on lcd board. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to blank display. Unit was received with cracked case at display window corner.

Manufacturer narrative:
This follow-up report was created to provide the legal statement that was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.